Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states they noticed a break in the rear right frame while they were replacing the tires.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. The complaint was confirmed for the broken weld in the bottom rear portion of the right side frame. It was also noted that the bottom rear portion of the left side frame had a crack in the weld. Root cause unknown.

Event description:
The dealer states they noticed a break in the rear right frame while they were replacing the tires.